Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the investigation results, neither a probable cause nor a root cause could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light source power went off during a therapeutic gynecological procedure. The power to all the onboard equipment went out. Immediately after that, power was restored without any intervention. The procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event. The facility staff suspected that there was a problem with the isolation transformer, and as repairs were planned, they will not be returning any of the equipment.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.